Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ring or string fell apart during the use of the equipment. There is no reported patient outcome.